Event description:
It was reported by service report that the footboard display was intermittent. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Loose ribbon cable.